Event description:
Olympus (omsc) was informed that the customer high-definition autoclavable camera head has a reported no image defect, ¿disconnection¿. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The customer¿s reported problem was not confirmed as there were no signs of disconnection and the no image defect was not identified. However, the cabling unit has deformation/buckling, the video connector contacts have corrosion, the coupler mount is loose, and the scope mount is bent. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it's likely the cable disconnected, as a result of the cable buckling. Additionally, it¿s likely the video function did not work normally due to a faulty cable or corrosion on the video connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.